Event description:
It was reported that the sponge of a minicap was protruding from the device. This was noted before use. There was no patient injury or medical intervention reported. No additional information is available. This is report 8 of 21.

Manufacturer narrative:
(B)(4). The device was manufactured 09/11/2014 - 09/18/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.